Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and unable to deliver a bolus. The customer¿s blood glucose level was 338 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error was found in the insulin pump alarm history. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.